Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer had a blood glucose level of 488 mg/dl, which was treated with the insulin pump. The caller stated that the customer's blood glucose level began to lower after a set change. No products were replaced or returned for analysis.